Event description:
Litigation alleges pain, discomfort, decreased mobility and difficulty ambulating.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd (B)(4) 2013 - pfs and medical records received. Part/lot was provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (3/27/2017) medical records received. Left hip revised for pain. Revising surgeon noted an abundance of scar tissue around the proximal femur and the hip joint, noting in particular that the psoas tendon had been "exquisitely scarred in", which he released off of the lesser trochanter to allow more mobility. Noted that femoral and acetabular components were well-fixed. There was no metallosis, pseudotumor, osteolysis, or trunnionosis identified within the operative record. Plaintiff fact sheet alleges that an additional revision surgery took place on (B)(6) 2017, but no medical records are available to determine what sort of event transpired, nor what products may have been involved. Should additional information be provided, then further investigation of this revision will take place at that time. There is no new information to affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for pain. It should be noted that during the primary operation it was noted the patient had a overly anteverted hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep reported revision surgery. Patient was revised for an unknown reason. The information received does not change the MDR decision.

Manufacturer narrative:
(B)(4). Added: age, exp date and UDI, patient.

Event description:
Pfs alleges pain, walking difficulty, swelling, and sleeping difficulty.